Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event.

Event description:
It was reported that during a colon procedure, the staple line was incomplete. The prep was normal. No abnormality was detected during the procedure but while checking the stapling, the surgeon detected that every 2 staples were missing. It is unk how the procedure was completed. There were no adverse consequences to the pt reported. The device is not available for return.